Event description:
The customer reports that a pt expired around 5:30 am in 2004 and the statview system did not send page for asystole alarm. Customer states that system continued alarming for a brady alarm for almost an hour after pt expired.